Event description:
As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) burst during patient use. The device was pulled out and pressure was held. There was no reported patient injury. The device was stored per instructions for use (IFU) and opened in a sterile field. The balloon lost pressure upon inflation, at the first stop. A 5f 11cm cordis brite tip sheath was used. There was no visible damage to the distal end of the 5f cordis sheath after removal. All products came from the same lot number, so there is concern that this is a defective batch number. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 5f cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The procedure was diagnostic with a retrograde approach. The user was trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 5f mynxgrip vascular closure device (vcd) burst during patient use. The device was pulled out and pressure was held. There was no reported patient injury. The device was stored per instructions for use (IFU) and opened in a sterile field. The balloon lost pressure upon inflation, at the first stop. A 5f 11cm cordis brite tip sheath was used. There was no visible damage to the distal end of the 5f cordis sheath after removal. All products came from the same lot number, so there is concern that this is a defective batch number. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 5f cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The procedure was diagnostic with a retrograde approach. The user was trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. Thirty (30) sterile unused mynxgrip 5f devices from the lot f2232602 were received for evaluation inside of its original box and sealed packages. The devices were unpacked to proceed with the product evaluation, and a sample size of 3 units were selected for review. During the visual inspection, all the units reviewed were found with no anomalies. Per functional analysis, leak testing was performed on the balloon of the three (3) units selected as a sample and no leak was found in the balloons. Pressure was maintained with proper functioning of the inflation indicator per the mynxgrip instructions for use (IFU). In addition, after the leak testing the balloon was able to deflate completely. A product history record (phr) review of lot f2232602 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-balloon loss of pressure¿ could not be confirmed as the complaint device was not returned for analysis. Additionally, the event was not confirmed when testing the sterile devices received since leakage was not noted during functional analysis. The exact cause of the reported failure experienced by the customer could not be conclusively determined. Based on the information available for review and the product analysis, it is not possible to determine what factors may have contributed to the issue experienced since no issues were found with the balloon of the sterile devices during analysis. However, access site vessel characteristics (although reported to not have pvd/calcium in the vicinity of the puncture site) and/or sheath condition factors (although reported to have no damages noted) are possible since calcification/pvd at the access site or a frayed/damaged sheath tip can cause damage to the balloon, resulting in a loss of pressure. According to the mynxgrip IFU, which is not intended as a mitigation, ¿the safety and effectiveness of the mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the information available for review indicate that there is a design or manufacturing-related issue with the unit. Therefore, no corrective/preventative action will be taken at this time.

Event description:
As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) burst during patient use. The device was pulled out and pressure was held. There was no reported patient injury. The device was stored per instructions for use (IFU) and opened in a sterile field. The balloon lost pressure upon inflation, at the first stop. A 5f 11cm cordis brite tip sheath was used. There was no visible damage to the distal end of the 5f cordis sheath after removal. All products came from the same lot number, so there is concern that this is a defective batch number. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 5f cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The procedure was diagnostic with a retrograde approach. The user was trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h10. A review of the manufacturing documentation associated with lot f2232602 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The product history review is expected but has not been completed. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) burst during patient use. The device was pulled out and pressure was held. There was no reported patient injury. The device was stored per instructions for use (IFU) and opened in a sterile field. The balloon lost pressure upon inflation, at the first stop. A 5f 11cm cordis brite tip sheath was used. There was no visible damage to the distal end of the 5f cordis sheath after removal. All products came from the same lot number, so there is concern that this is a defective batch number. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 5f cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The procedure was diagnostic with a retrograde approach. The user was trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.